Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily tortuous and heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with heavy tortuosity and heavy calcification. A 2.5x18mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The physician advanced the sds again and a proximal shaft separation occurred. Both pieces were simply withdrawn from the patient anatomy. The procedure was completed using another device to perform balloon angioplasty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.